Manufacturer narrative:
The investigation found no evidence to suggest that vitros trop I es reagent did not perform as expected. The investigation identified an issue with the vitros eci well wash subsystem. Ocd field service investigated and made necessary repairs to the well wash subsystem returning the vitros eci to expected operation. The customer has observed no further occurrences of non-reproducible trop I es results since the service activity. The root cause is instrument related.

Event description:
The customer obtained non-reproducible, falsely elevated vitros trop I es results on a single patient sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial result was reported and the patient was treated, however, there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.